Event description:
The customer reported that the reservoir was leaking while she was filling it up. The customer stated that she had already resolved the issue by changing out the reservoir. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks on both o-rings were observed during analysis. The reservoir connected and locked in place properly.